Event description:
It was reported that during a coronary drug eluting stentng treatment procedure, difficulty with the catheter sticking to the guide wire was encountered. The physician deployed taxus express2 8.8% 3.0 x 20 mm drug eluting stent in the left anterior descending (lad) artery. The lesion was calcified. During insertion and withdrawal of the stent delivery system, the catheter was sticking to the guide wire. The physician was able to successfully deploy the stent with no complications. There were no pt complications. The device at the time of the procedure had been expired for 14 days already.